Event description:
It was reported that the handheld has been giving continuous problems, including frozen screen issues, not being fully rechargeable event while continuously being on the charger, and going into sleep mode. A hard reset was performed, but it was not successful. The screen was cleaned and the battery removed, but the issue was not resolved. The device was returned for product analysis. Analysis was performed on the returned handheld and the reported allegation was not verified. No anomalies associated with the main battery were identified during the analysis. During the analysis it was identified that some of the sync cable connector leads were damaged and that some of the solder connections between the sync cable connector leads and the pcb were cracked. Because of the damage, the handheld was unable to receive power from the ac adapter. The cause for the damage to the connector and solder connections is most likely associated with mishandling of the device as it appears the connector detents are not being compressed when removing or manipulating the serial data cable, thus placing an extensive amount of force on the pcb and attached cable receptacle. No other anomalies were identified. An analysis was performed on the returned flashcard and the reported allegation was not verified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. No other information has been provided.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.